Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the product for this complaint was not returned to olympus, the investigation is based solely on the information provided by the customer. Based on the results of the investigation, it is assumed that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation of cleaned, disinfected, sterilized the instrument or during the last procedure. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the resectoscopes ceramic tip was damaged/broke off. The reported issue occurred during preparation for use prior to an unknown therapeutic procedure and the procedure was completed using the similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.